Manufacturer narrative:
This is the final supplemental report. The complaint is closed.

Event description:
This device was implanted (B)(6) 2021. Patient is a 79-year-old man with nickel allergy and history or worsening pain in his left knee. Patient is scheduled for revision due to apparent infection.

Event description:
This device was implanted (B)(6) 2021. Patient is a 79 year old man with nickel allergy and history or worsening pain in his left knee. Patient is scheduled for revision due to apparent infection. [Customer]